Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One photograph was provided for investigation, which showed a 22g nexiva IV catheter in a patient's hand. Blood was on the external surface of the septum and canister. Due to a trend of similar complaints, this appeared to be manufacturing related issue. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
During nexiva insertion, when take out the stylet one or two drop of blood came out from the septum seal.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.